Event description:
It was reported the video system center had no image once the camera was plugged in. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The costumer reported that there was not delay, there is no information if the procedure was completed, however it was confirmed by the costumer that the procedure was not completed with the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "no image was displayed when the camera was connected" malfunction would likely be related to cracks on the receiver module lens. Olympus will continue to monitor field performance for this device.